Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture. Boston scientific technical services (ts) discussed to bring the patient in for further evaluation at the health care professionals convenience. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).